Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/19/2016. The complaint a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the receiver and smart device lost connection with the transmitter. Dexcom representative advised the patient on the effective range of the devices. No additional patient or event information is available.